Event description:
It was reported that question marks were observed in an episode log. They were possibly due to a memory error during an episode of shocks delivered hence, no data was recorded. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk (s2d) review showed a diagnostics problem. The programmer s2d data for file (B)(4) shows "??? Invalid data received for episode." For episode 4290 vfrx1 to 2 defibrillator on 08-jul-2012.